Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. Several pockets failed, and despite multiple reboots. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer not detected on bus. The field service engineer (fse) arrived on site, checked the unit, cleaned debris, and reseated the connections. The system functioned as intended after the field service engineer (fse) resolved the issue.